Event description:
Patient had open reduction internal plate fixation of unstable right fifth metacarpal fracture. The 10mm synthes drill bit being used by the surgeon, broke off during the procedure and was left in the patient's hand. The surgeon decided to leave it in the patient. The drill bit is made of stainless steel.